Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported there was a pump stopped event observed in the patient history screen. The log file showed numerous pi events recorded by the log file. The pump stopped event appeared to be associated with a date stamp reset and a total loss of external power. The voltage values from the patient cable recorded were lower than expected throughout the log file. The patient cable was replaced and after replacing the log file, the new events indicated that the system voltages increased. The patient was asymptomatic during the event.

Manufacturer narrative:
The approximate age of the power module 14 volt patient cable is 26 months from the time of implant to the time of the reported event. The cable may be provided out-of-box to one patient for single patient use at home, or it may stay in the hospital or clinic for multiple patient uses. Electrical testing showed that both black and white power leads failed specifications for high electrical resistance. Indications of corrosion, discoloration and shield breakdown inside the cable near the controller connectors and the molded y-junction were observed. Based on the evaluation of the returned patient cable, the failure was due to internal conductor breakdown. Specifically, both power leads and the long cable near the molded y-junction and conductors break internally. The conductors and shields were breaking due to wear, repetitive flexing, corrosion and handling. The cable was approximately 2 years old. No further information is available. The manufacturer is closing its file on this event.